Manufacturer narrative:
Device expiration date: 08/2020. Based on the available information, this event is deemed to be a serious injury. The product information for use states "this wound dressing should not be used with other wound care products without first consulting a healthcare professional." After a detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from an end user who reported an adhesive issue with the aquacel foam hydrofiber dressing. The area of the skin which was in contact with the adhesive border of the dressing became red with bleeding and itching. The end user stated that she had been changing the dressings each day as well as applying a savlon antiseptic cream to the affected area; the dressings were applied to two (2) separate wounds on her right knee. The end user visited her general physician who did not give a diagnosis, but discontinued the dressings and prescribed fucibet cream for the inflamed area where the adhesive border of the dressing had been. The end user reported that her skin has been responding to the fucibet cream after three (3) days of use, but there is still some redness and irritation.

Manufacturer narrative:
No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).